Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, liquid was observed within the stopper area, verifying the reported incident. There was no other damage or defect identified within the device to indicate why the leak occurred, the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2404026, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringe, all product was verified to meet required specification. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
50 ml syringe used to draw up propofol for anaesthetic infusion. Propofol leaked around the black plastic plunger during this process. Please confirm if there was any damage visible on the device? If yes, please describe in reply to your questions: ¿ there was no visible damage, the problem was discovered when I tried to draw up propofol with the syringe ¿ there was no patient impact; the problem was discovered on preparing drugs before the patient arrived.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
50 ml syringe used to draw up propofol for anaesthetic infusion. Propofol leaked around the black plastic plunger during this process.